Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2024, it was reported by a sales representative via phone that an ar-4551 sutureloc meniscal root repair kit had the lasso wire loop break when attempting to pass the sutureloc in the tibial tunnel and, therefore, was not able to get into the tibial socket. All broken pieces were retrieved from the patient. The case was completed using another ar-4551 sutureloc from the same lot with a few-minute delay in the procedure. This was discovered during a meniscal root repair procedure on (B)(6) 2023, with no reported patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion and improper bone preparation /or prying/ leveraging the device during insertion.